Event description:
Meter was reading inaccurately high. The pt obtained a result of 197 mg/dl. The pt then retested on another meter and obtained a result of 152 mg/dl. This, however, is an invalid comparison. The pt stated that two control solution tests were done, both failed. The test strips and control solution are in good condition, the testing technique was correct, and the code numbers matched. Based on the information provided by the pt, there is evidence of meter malfunction, due to the control tests failing. There is no evidence of meter contributing to a serious injury. The meter has been replaced for the pt's comfort. No further information has been reported.